Event description:
This pt offered no complaints pre-treatment. Five minutes into the treatment she complained of neck and back pain and violent shakings with mo temperature change. Pre-temp. 95.6 f. Blood pressure up 220/110. The treatment was discontinued and her blood was returned. 50mg benadryl IV was given. After twenty minutes the treatment was restarted on a pre-processed bio-allergo. She had no further problems. The first dialyzer was a c121 use #1. This MDR is being filed the dialyzer